Manufacturer narrative:
Seven samples of product mz9270 were submitted for quality evaluation. Visual inspection was conducted and no damages or abnormalities were identified. A fluid push was then attempted on the fluid lines using a sample bd needleless syringe filled with water. Each line of all the tri-fuse samples flowed with no issues. The customer complaint of leakage / flow issues - fluid blockage could not be verified. A root cause for the issues could not be determine because the failure could not be replicated. When conducting the investigation some thicker fluid was released when initially conducting the fluid push, but there was no occlusion that remained in the samples. The customer reported that the medication being used was tpn. Based on the details the customer provided and the fluid initially seen when conducting a fluid push. It is possible that the tpn caused the leakage / flow issues - fluid.

Event description:
No additional information provided.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector was occluded. The following information was provided by the initial reporter: the tpn be occluding the filter due to it's larger particles.